Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on (B)(6) 2016. The fse replaced waste well assembly with sensor for waste well overflow errors.  He replaced strobe and power sic for power issues with focus. The evacuation bypass valve (ebv) was replaced for flow issues that were causing the focus to fail.. The system was operational. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(4).

Event description:
Customer reported a leak and qc failures on their iq 200 system. There was no exposure to mucous membranes or open wounds. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.